Event description:
In 2003 the end-user called medtronic minimed and stated that the pt has the same problem with the tubing cracking and then split just below the connection between the tubing and reservoir, on the tubing side. 03/2003 maersk medical a/s received the complaint and 1 used tubing.